Manufacturer narrative:
The insulin pump alarmed no button error. All buttons functioned properly; however the insulin pump had moisture on keypad traces. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error alarm from the insulin pump. The customer's blood glucose level is 190 mg/dl. The customer stated that the pump is beeping, and it has a circle on the screen indicating a button error alert. The customer was advised to remove the battery from the plump for 30 minutes and then reinsert the battery. The customer stated that the error returned. The customer could not recall any significant event leading to the alarm. The customer will be sent a replacement insulin pump.